Event description:
20 month old male with medical history of transposition of the great arteries. Ventricular septal defect. Severe pulmonary stenosis s/p blalock-taussing shunt s/p rastelli with homograft on 12/28/95 electively had explant on 10/29/96 during epicardial pacer placement due to pulmonary regurgitation. Valve was replaced with a 21 mm pulmonary homograft. Site relates explant to homograft.